Manufacturer narrative:
(B)(4)

Event description:
On an unknown date, a patient was implanted with a non- gore bifurcated surgical aorto-bisiliac graft. Following implantation post-anastomotic pseudo-aneurysms developed, both in the aorta and in the distal portion of the left common iliac artery. The left external iliac artery below the aneurysm was occluded. Perfusion to the left hypogastric artery and left common femoral artery appeared to be retrograde, by CT images. On (B)(6) 2015, the patient underwent a procedure to re-open the left external iliac artery, and re-line the previously implanted graft. The left external artery re-opening was accomplished by inserting a guidewire through the artery at the beginning of the procedure. A trunk-ipsilateral leg component was advanced and deployed via the right femoral artery. The right renal artery was intentionally covered because there was insufficient proximal aortic neck length. Therefore, a viabahn device was advanced via the left brachial artery to the right renal artery as a chimney procedure. The distance between the left renal artery and the bifurcation of the previously implanted surgical graft was greater than 90mm. The contralateral gate opened just proximal to the surgical graft bifurcation, and it was not oriented toward the left iliac artery, so it was not possible to cannulate the contralateral gate via the left common iliac artery. An attempt was made to cannulate the contralateral gate by advancing guidewires from both the left brachial access and the left femoral access, but the guidewires could not be connected. After several attempts, it was decided to position the contralateral leg component inside the surgical portion of the left iliac artery, but not connected to the contralateral gate. The contralateral leg component landed proximally in the surgical portion of the left common iliac, but not connected to the contralateral gate. The trunk-ipsilateral leg component and chimney to the right renal artery were functioning well with good seal, but the contralateral leg component remained inside the surgical graft, unconnected. Following the endovascular procedure there were concerns about endoleaks coming from the open contralateral gate, so a conversion femoral to femoral bypass procedure was performed. There was no need to plug the left arteries since the contralateral gate had spontaneously thrombosed, and the aneurysm was isolated. The patient did well following the procedure.